Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the customer noticed that the device had a dissector issue, the device broke while it was being used. The piece fell into the patient cavity and was removed. There was no patient information provided regarding the event. No additional information was provided. The sales rep will follow-up.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a piece of the active waveguide disengaged and fell into the patient cavity. The piece was retrieved and there was no reported injury. Additional questions regarding the device and incident have been asked.